Event description:
On (B)(6) 2010 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra meter was giving inaccurately erratic readings. The technical service representative (tsr) contacted the patient to obtain and verify information; however, was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided during the initial telephone call. In (B)(6) 2010 the patient claimed he increased his dose of insulin, type unspecified, from 48 units to 52 units based on the readings obtained on the reported meter. No specific results were provided. On an unspecified date, the patient experienced the symptoms of weakness and shaking. On (B)(6) 2010 the patient obtained the readings of 185 mg/dl, 82 mg/dl and 103 mg/dl over a twelve-hour period. On (B)(6) 2010, the patient obtained the readings of 161 mg/dl, 67 mg/dl and 177 mg/dl over a twelve-hour period. It would have been helpful to determine the date and time of the onset of the reported symptoms, the patient's blood glucose readings prior to the symptoms, what meals and medications were taken prior, his insulin regimen, if he sought any medical attention, and his expected blood glucose readings. The patient allegedly suffered symptoms suggesting severe hypoglycemia while adjusting his insulin doses based on elevated meter readings obtained with the reported meter. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6). A 510(k) # is k062195.